Manufacturer narrative:
No unexpected off no power alarm anomaly and the off no power alarm functions properly. The insulin pump passed self test. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump would shut off on its own. The patient's blood glucose at the time of incident was 6.5 mmol/l. The caller reported damage to the battery compartment. The customer was advised to discontinue use of the pump. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.